Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from canada alleged discrepant results with two patients while using the cobas sars-cov-2 qualitative nucleic acid test for use on the cobas 68/8800 systems. Both patients had two samples collected each. One sample was tested using the cobas sars-cov-2 nucleic acid test for use on the cobas liat system and the other was tested using the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. For patient 1, the cobas liat generated a positive result with the cobas 6800 generated a negative result for sars-cov-2. For patient 2, the cobas liat generated a negative result with the cobas 6800 generated a positive result for sars-cov-2. The results from cobas 6800 were not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Data was only provided for patient 2 and the run data showed that the sample was near the assay limit of detection (lod). The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or at the lod of the test may generate wavering results on repeat testing. The data does not show any indication of a product problem or systemic issue. A batch MDR is being submitted as the results from the cobas 6800 were not reported.